Event description:
Reporter called regarding proclaim neuro stimulator system. The reporter mentioned she received a letter on (B)(6) 2024 from company regarding the device non compatibility with MRI machine. The reporter had to undergo an MRI test in (B)(6) 2023 during which she came to know that the device does not change into MRI mode. Also she received a new stimulator in (B)(6) 2023 since then the device did not work properly as it did not get connected to the generator. Due to this issue reporter has no relief from pain.